Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed elective replacement indicator (eri) triggered on (B)(6) 2011. A steep drop in battery voltage occurred between (B)(6) 2011 and (B)(6) 2011. The device was returned, analyzed and showed an inconclusive analysis. Abnormally high current drain was not observed during this analysis and the cause of the premature battery depletion was not determined. No hybrid anomalies were noted during this analysis. The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. There was an opening in the anode separator enclosure and lithium material near the cathode tab.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed elective replacement indicator (eri) triggered on (B)(4) 2011. A steep drop in battery voltage occurred between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the patient went to the clinic for a device check after hearing device tones. During the clinic visit, the data revealed that the battery voltage suddenly dropped within approximately one month and triggered elective replacement indicator (eri). The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was capped. There was no additional information received regarding the lead. No patient complications were reported as a result of this event.